Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/19/2019. Batch # unk. Potential lots: a manufacturing record evaluation was performed for the finished device, cdh25a lot number t40w8e, and no non-conformances were identified. Manufacturing date: 9/26/2019, expiration date 8/31/2024. A manufacturing record evaluation was performed for the finished device, cdh25a lot number t40w93, and no non-conformances were identified. Manufacturing date: 9/26/2019, expiration date 8/31/2024. Additional information was requested and the following was obtained: lot t40w8e and t40w93 were provided. Which lot number was the complaint device from? It's impossible to determine which batch number is. According to the supply situation, there were only two batches in the hospital at that time. The complained product was discarded by hospital did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Chief physician, experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Received feedback. Were the donuts inspected? If so, please describe. Complete donuts. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No, this operation is suitable to do this test. Was the staple line visualized endoscopically during the initial surgical procedure? No, it is impossible to do vision checking to check intraluminal, but checked extraluminal staple line. It is unknown if did finger test for intraluminal staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How many days postoperative was the bleeding identified? The operative day. Was a transfusion required? Yes, about 800 cc blood had transfused after the second operation. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal bleeding. What is the current status of the patient? At present, the patient is still in hospital for treatment, and there is still leakage at the anastomotic opening, so he can't eat temporarily. The hospital will wait for the patient to recover before looking at the solution.

Event description:
It was reported that the patient felt abdominal painful for more than 1 month and went to the hospital, the diagnosis was "cardiac cancer". During the laparoscopic radical resection of cardiac cancer surgery, used cdh25a to do esophageal and gastric anastomosis, no abnormal situation observed in surgery. After surgery, noted the drainage fluid with blood, did the 2nd surgery, noted the anastomotic site with one point with pulsatile bleeding. Used suture to oversew and stop bleeding. The patient lost about 200ml blood. The patient is stable now.